Manufacturer narrative:
Trackwise (B)(4). Updated section: g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug-2019 through jul-2021was reviewed. Run rule was triggered for the month of july 2021. The trigger is addressed under CAPA 478637. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22) enter investigation findings: the device was returned to the factory for evaluation on 16jul2021. An investigation was conducted on 17sep2021. A visual inspection was conducted. Both the harvesting device and the cannula were returned for evaluation. The harvesting device was returned inside the cannula. Charred tissue was observed on the heater wire, btt, and blood and tissue were observed on c-ring. The heater wire was observed to be flexed away from the hot jaw due to clinical use, remaining attached at the base and the tip of hot jaw. The c-ring on the cannula was observed to be intact, no visual defects were observed. The silicone of the jaws was also observed to be intact, no visual defects were observed. The harvesting device was removed from the cannula with no physical or visual difficulties. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties. An engineering evaluation was conducted that identified the root cause of the "particulates; shavings". To check the inner lumen in the device, the cannula shaft was opened up and it was observed to be the shavings in the inner lumen. A microscopic inspection of the cannula inner lumen determined while inserting the scope through the inner lumen, the shavings may have been formed. It was evident that the defect happened during the use of the product and confirmed for the failure mode as scrapings were observed on the inner lumen. Based on the investigation results, the reported failure "particulates; shavings" is confirmed.

Event description:
N/a

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, when they inserted the jaws through the device, they noticed what appeared to be "white plastic shavings" exit the channel. They said that they noticed it prior to inserting into the patient. They opened a new kit and completed the procedure. No harm to patient.